Event description:
The customer contact reported a whitescreen error. The device was returned to the biomedical dept for an unspecified reason. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with a whitescreen error. No add'l info was provided.

Manufacturer narrative:
The device initially passed testing. A whitescreen error was not displayed during the testing procedures. During in a review of the device history a whitescreen tightloop malfunction error was noted. During further testing, it was found the device did not pass the sdram test which may have caused the customer's reported whitescreen error. This is due to the som2 hardware module. This device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.